Manufacturer narrative:
Additional devices listed in this report: cat # unknown, lot # unknown, description: ceramic femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision for infected total right hip. Removed ceramic liner and ceramic femoral head.. Irrigated with antibiotic irrigation and replaced with polyethylene liner and metal head. Original date of implant was in 2008. Hospital is retaining implants.

Manufacturer narrative:
An event regarding infection involving an unknown ceramic liner was reported. The event was confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "in this case no correlation between any specific device property and infection can be established. As such, this pi case is caused by an adverse mix of patient-related and procedure related factors. There are no device-related factors evident in this case and this pi is not device-related." Conclusions: a medical review was performed and concluded that "pi case is caused by an adverse mix of patient-related and procedure related factors". The medical review further indicated that there was no evidence of device related factors. Further to this a technical evaluation of the reported staphylococcus epidermis completed by the microbiology department indicated: "based on the data reviewed, it is not possible that the causative agent of this post-operative infection was introduced to the surgical site on the medical device implants" no further investigation is required at this time. Further information such as device details, return of device, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Revision for infected total right hip. Removed ceramic liner and ceramic femoral head.. Irrigated with antibiotic irrigation and replaced with polyethylene liner and metal head. Original date of implant was in 2008. Hospital is retaining implants.